Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary : the complaint device is not being returned; the availability of the device is unknown, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (3706361), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (510k): this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This file is a review of the following journal article: arashi, t., et al (2019) higher risk of cam regrowth in adolescents undergoing arthroscopic femoroacetabular impingement correction: a retrospective comparison of 33 adolescent and 74 adults. Acta orthopaedica, vol. 90, pages 547-553 (japan). The study emphasizes on the prevalence and risk factors of cam regrowth following arthroscopic fai correction surgery in skeletally immature patients compared with skeletally mature patients. The patients evaluated on course of this study: 33 teenagers (36 hips as 4 underwent bilateral hip arthroscopies, average age 16.7 [sd 1.6] years, 21 boys [22 hips], 12 girls [14 hips]) undergoing arthroscopic fai correction and 74 adult controls (74 hips, average age 41 [sd 12] years, 42 men [42 hips], 32 women [32 hips]) were retrospectively reviewed. The article describes the following procedure: arthroscopic femoroacetabular impingement correction. The device involved was: gryphon anchors. Complications described: article reports revision surgery was required in a small number of patients for bony re-growth and adhesions in patients which had gryphon anchors used in their hip repair surgeries.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d4, g1, g4 (510k): the brand name, catalog, lot number, expiration date, UDI, manufacturing site name, and 510-k were all reported as unknown on the initial report. All fields have been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is medwatch, a follow-up medwltcfor the initial medwatch, a follow-up medwatch will be filed as; ropriate. H10 additional narrative: investigation summary : the complaint device is not being returned; the availability of the device is unknown, therefore unavailable for a physical evaluation. Multiple follow-ups were made to obtain additional information regarding the event, but no response was received. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.